Manufacturer narrative:
Additional narrative: service history review for 05.001.010 epd 60000 rpm serial number (B)(4) has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. A manufacturing evaluation was completed: no visible signs of damage; only normal usage. A functional test of the hand-piece together with the mini-quick-coupling has been performed successfully. The coupling could be attached and was operating without any noticeable problem. The complaint issue that the hand-piece is operating in the off position could not be confirmed. The hand-piece has been disassembled for further investigation. Strong corrosion inside the hand-piece was visible on electronic parts, motor as well as control unit visible. This is most likely caused by immersing the tool in liquid during cleaning. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes; dzi, erl and hbe. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: weight reported as overweight but not obese. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery for a non union of the sternum the e-pen started working while the hand piece was in the lock position. The e-pen was on the patient when it started working. Fortunately, there was no harm to either the patient or the scrub personal. To make it stop they had to turn the e-pen off at the powerpoint. The e-pen was pulled apart and put back together but as soon as it was turned on at the switch the same thing occurred. No harm to patient and no report of any surgical delay. This report is 1 of 3 for complaint (B)(4).